Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 474 mg/dl at the time of incident and the customer also report the blood glucose was 191 mg/dl. Customer also report the insulin flow blocked alarm. Customer states the insulin exited. Customer does not allege pump was under delivering. Customer treated with manual injections and used it for meals. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Troubleshooting was performed. The product will not be returned for analysis.